Event description:
A patient contacted medtronic and stated she was experiencing problems with her precision device. The patient was directed to boston scientific. No additional details were provided at the time of the call. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)